Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A synergy drug-eluting stent was advanced and successfully implanted. However, during removal, the shaft broke/pushrod broke off while coming out of the guide catheter. No patient complications nor injuries were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A synergy drug-eluting stent was advanced and successfully implanted. However, during removal, the shaft broke/pushrod broke off while coming out of the guide catheter. No patient complications nor injuries were reported. It was further reported that no resistance was encountered while advancing the device through the 6f guide catheter. No issues were noted with the packaging or while removing the device from the packaging.